Manufacturer narrative:
Conclusions: (device not returned) - the device was requested to be returned but will not be returned as it has been returned to their stock. Customer reported that the posey sitter elite alarm was not initially identified as a contributor to the event, and the alarm was not isolated or sent to biomed. During the hospital¿s investigation, it was determined that the alarm had a low battery. The posey sitter elite alarm is designed to maintain full function when there is a low battery alert until the batteries are completely depleted. This means that the posey alarm will still sound and send a signal to the nurse call station as intended. The IFU warns the user to ¿not allow batteries to deplete while in the alarm. Change batteries immediately when hearing the low battery chirp.¿ as a result, the hospital has modified their process and will change the battery before use with a new patient so as not to risk again. Posey has performed several in-service at the hospital since the issue was reported to assure hospital staff is properly trained. Note: this report is based solely on the customer¿s allegation that resulted in a patient fall with serious injuries. Posey has no evidence that the device caused or contributed to the event, as the device was returned to hospital inventory and not sent to posey for evaluation. Note: instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states "always install a completely new set of batteries when the chirping, due to low battery power, sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries, battery leakage, or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4). Device returned to hospital floor.

Event description:
Customer reported a posey sitter elite alarm in addition to the nurse call cable and chair sensor was put into use with a patient. Hospital personnel say they tested the alarm before putting into use and leaving the patient. The patient got out of the chair and fell hitting her head which result in bleeding of the brain. Hospital personnel say the alarm did not send a signal to the nurse's station nor did the alarm sound. Hospital staff however noticed a low chirping coming from the alarm at the time of the fall. Surgery was performed and resolved the brain injury. The alarm is not available for return as it has been returned to their stock.